Event description:
I am a type 1 diabetic who uses the medtronic minimed 780g system including an insulin pump and continuous glucose monitor (the guardian 4). The cgm is designed to last 7 days, but almost every week it fails to last the full 7 days; most weeks I have to request a free replacement because it fails. I have been using cgms for 17 years and am implanting and securing the device appropriately. Most weeks I receive an "sensor updating" message, which is an indicator that the cgm is on the verge of early failure. On (B)(6) 2025 (day #5 of the cgm's lifespan) I received a "sensor updating" message and, as usual, it took about 90 minutes for the cgm sensor to update. It resumed transmitting my blood sugar data to my insulin pump and said my blood sugar was in the correct range. I took my dog for a 45-minute walk and when I returned home, I felt like I was hypoglycemic. My cgm told me my blood sugar was 91. I did a fingerstick blood sugar check, which you are not supposed to need when you use the guardian 4 cgm. My fingerstick check said my blood sugar was actually 31! 31 is dangerously low and many people would be unconscious at this level and require 9-1-1. My cgm cannot even accept calibrations at this low level. I was able to eat and increase my blood sugar after about 30 minutes. My cgm gave me another "sensor updating" message at 10:30 p.m., and ended up failing at 12:30 a.m. I am deeply concerned about the medtronic guardian 4 cgm. Actually, none of the medtronic cgms that I have used over the past 17 have been great. They are too large and have a tendency to fall off when I exercise, which I am able to avoid these days using skin grip tape which holds it securely. Situations where the guardian 4 sensors fail and/or give incorrect readings are a common experience for me. My experience with cgms made by another company (dexcom) were much more accurate and dependable. I believe additional investigations should be made to change/improve the medtronic cgm system. Date the implant was put in: (B)(6) 2025. Date the implant was taken out: (B)(6) 2025.